Event description:
It was reported that on (B)(6), 2010 at 10:40 pm, the intra-aortic balloon pump (iabp) was started. At 10:50 pm, the iabp alarmed system error 7. The intra-aortic balloon (iab) was pumping, but function keys on the display were inoperable. When the md touched the display cable, the error indicated on the display disappeared. On (B)(6), 2010 at 7:00 am, the iabp alarmed system error 7 again. The iab was pumping. When the medical engineer (me) disconnected the display cable, the iab stopped pumping. Then, the me reconnected the display cable & turned on the iab pumping manually. At 8:15 am, the iabp alarmed system error 7 again & at 8:20 am the on button, off button & standby button were lit & the alarm could not be reset even when the alarm reset key was pressed. The connection of the cable to the monitor was confirmed to be fine & the iab was properly pumping. At 8:25 am, when the md touched the display cable, the display went off. The iab stopped pumping, then 10 seconds later, the display was back on. The md turned on the iab, pumping manually. However, the system error 7 indicated on the display did not disappear, so the power supply of the iabp was turned off & then on. The iabp alarmed system error 7 as soon as the iab started pumping & the alarm could not be reset even when the alarm reset key was pressed. The pump was exchanged with a datascope pump. The pumps strips were not generated. Device will not be returned for evaluation.

Manufacturer narrative:
(B)(4).